Manufacturer narrative:
Upon receipt of the unit, a compromised insulation failure mode was observed. We are reporting at this time and has been updated accordingly. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device has damage to the cover.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed scratches, dents and a melted insulation. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device has damage to the cover.